Event description:
It was reported that during the insertion of the anchor, the doctor levered the tip of the anchor onto the wall of the cannula an caused it to snap off the driver. The anchor was retrieved from the suture material and disposed of. There was no significant delay and no patient injuries reported.